Event description:
Additional information received reported that at the time of the report there were no plans to resolve the lack of stimulation in the patient¿s lower back with surgical intervention to relocate the lead.

Event description:
Additional information received reported the patient had another lead implanted to help improve stimulation and the lead that slipped had not been replaced.

Event description:
It was reported that the patient had a fall in (B)(6) 2014. It was noted that the manufacturing representative met with the patient to reprogram as when the patient fell, the lead was pulled down a little bit and it was confirmed by diagnostic x-rays. The reporter stated that the patient was still getting good pain relief and the reprogramming worked. It was further reported that the patient lost stimulation in her low back and could only get coverage in both her legs after the fall. It was noted that the reporter was first made aware on 2(B)(4) 014.

Manufacturer narrative:
Concomitant products: product ID 389233, lot # j0235602v, implanted: (B)(6) 2002, product type lead; product ID 37083-40, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 389233, lot # j0235602v, implanted: (B)(6) 2002, product type lead; product ID 37083-40, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3550-29, lot # n238461, implanted: (B)(6) 2012, product type accessory. (B)(4).